Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported difficulty could not be determined. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
Date of event: estimated date. The original tweet referenced is filed under a separate medwatch report number. Exemption number e2019001. The device is not returning. Investigation is not yet compete. A follow-up report will be submitted with all additional relevant information.

Event description:
A tweet was read that was seeking responses to the following question "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response: ¿yikes. I¿ve not seen that before, though I have had times when getting into the vessel was tough and I worried about it snapping. No additional information was provided.